Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound dehiscence. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction with a 575cc mentor smooth saline implant on (B)(6) 2018 presented with an exposed left breast implant post procedure. The patient underwent explantation and insertion of a closed drainage and irrigation system on (B)(6) 2019. No infection was reported. No device issue such as rupture was reported.